Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, it was determined that the product specifications were met. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found during an unspecific procedure.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided the evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head had a foggy image. There were no reports of patient harm.